Manufacturer narrative:
Date received by manufacturer: 03/05/2020. (B)(4)

Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump has "cassette not attached properly" alarm. No adverse effects reported. Additional information was received on (B)(6) 2020 indicating that the product problem occurred during testing. There was no patient involvement.

Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to have a cracked battery door and battery compartment. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent delivery latch and occlusion sensor functional testing. Error "cassette not attached properly" message was duplicated after latching a cassette to the device, confirming the reported customer complaint. The problem source has been determined to be unknown. The faulty downstream sensor was replaced as a result. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump has "cassette not attached properly" alarm. No adverse effects reported.